Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 1.7, 5.9 and 1.6. Caller reports testing today and resulting 1.7 on meter. Caller then retested on different finger and resulted 5.9. Caller retested again on different finger and resulted 1.6. No deviations in technique with reference to package insert. Pt therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.